Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received 'replace battery now' alarm. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No damage was reported to battery cap. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1880l was requested, and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. After multiple battery replacements, unit persisted on blank display. Pump was received with blank display due to cracked case behind the pump at the battery compartment, causing the battery tube to become loose with no contact between the test battery cap and battery tube made. The battery tube assembly was pushed back in the right position, monitored, and no blank display noted. Unit was successfully downloaded using thump software for reference. The baat tool was utilized to search for any battery related alarms that may have occurred in the past or around the call date that may have triggered the reason for the customer's call. The baat tool recorded the following: battery cycle 66.0 received the lowbatteryalert (104) on 12/19/2025 12:46:00 faster than expected at 0.0 days. Battery cycle 57.0 received the lowbatteryalert (104) on 12/17/2025 17:56:00 faster than expected at 0.0 days. Battery cycle 47.0 received the lowbatteryalert (104) on 12/14/2025 13:29:00 faster than expected at 0.01 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed active current measurement test, sleep measurement current tes, and self-test. After pushing the battery tube assembly back into position, no blank display was noted during testing. No low battery alarms or unexpected battery power loss were noted during testing. Pump was received with normal operating currents. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Unit was cut open to perform visual inspection and no evidence of moisture damage on the electronic assembly and electronic housing unit was found. Isolate battery anomaly to electronic assembly. The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, cracked keypad overlay, battery tube threads - cracked, scratched case, and pillowing keypad overlay. In summary, customer allegations for unexpected battery power loss were confirmed when the baat tool concluded the customer experienced an unexpected power loss of less than 7 days per the pump history records. Additionally, unit was received with battery tube assembly not making proper contact with battery cap, causing a blank display. Once pushing the battery tube back into place, unit powered on. Overall, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.